Event description:
Customer reported 5th contact on inform meter is blackened. No adverse event reported. Technical support requested the return of the suspect product and replacement product was shipped.